Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with the meter settings of her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter settings issue began on (B)(6) 2016 (time unknown). The patient stated that she manages her diabetes using a combination of pills (metformin 500mg, 5 times per day), diet and/or exercise, and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of shakiness and anxiousness an unknown amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed it was not the patient's first use of the device and was unable to walk through a re-test as the patient's test strips were expired. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.